Event description:
It was reported to nova biomedical on (B)(6) 2013 that a consumer experienced a hypoglycemic event sometime in the past year requiring medical intervention. The consumer was not able to provide any further info regarding the reported event. The consumer was not able to provide any serial or test strip lot numbers that was involved in this event. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips were discarded by the consumer.